Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During posterior cut, I noticed that the live image of the blade seemed to have a lag to it, seemed very shaky on screen, during the blade approach. When it turned green, surgeon went to cut, no response. Yellow warning icon popped up, signaling a cable connection error. Freed arm, reset cutter, locked the arm back in to haptics, had surgeon press trigger, nothing occurred. Freed arm, reset cutter, advanced to anterior cut page, and then went back to posterior cut, locked the arm back in to haptics. Had surgeon press trigger, he was able to approach, but then when the haptics turned green, blade failed to respond and start cutting. Unplugged the mics, plugged it back in, and repeated the same process again, except I backed out of bone preparation completely, had him recheck the femoral check point and check point on the blade. Again, same result, arm would approach, but not cut, and when attempted to do again, arm wouldn¿t even approach. At this point, another mics was brought in to the room. Mics were swapped out, cutting assembly was put together, and we were able to successfully finish cutting the femur without incident. However, when it came time to cut tibia, once the blade reached a certain depth it would violently shake out of haptics, and a yellow warning icon would appear stating that a velocity error had occurred. This occurred multiple times. I tried readjusting the position of the robot, bringing it closer to the feet, thinking that the arm might be too extended and that the surgeon was having too much interaction with the boundaries. Moving the robot did not alleviate this issue. I also noticed that the yellow haptic lines kept appearing and disappearing, even though no one was in the way of the camera head or arrays. I used the estop to lock the arm, unlocked it, and then reset the cutter to the mics. Surgeon was able to approach, and begin cutting, but none of the green which indicated how much he had cut was being erased by the blade. We then finished the tka case manually.

Manufacturer narrative:
Reported event: an event regarding mics not powering on involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Device history review: a review of the DHR associated with rio 436 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding mics failing to cut. There were no other reported events for the listed catalog number. Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made. The device was not returned for evaluation.

Event description:
During posterior cut, I noticed that the live image of the blade seemed to have a lag to it, seemed very shaky on screen, during the blade approach. When it turned green, surgeon went to cut, no response. Yellow warning icon popped up, signaling a cable connection error. Freed arm, reset cutter, locked the arm back in to haptics, had surgeon press trigger, nothing occurred. Freed arm, reset cutter, advanced to anterior cut page, and then went back to posterior cut, locked the arm back in to haptics. Had surgeon press trigger, he was able to approach, but then when the haptics turned green, blade failed to respond and start cutting. Unplugged the mics, plugged it back in, and repeated the same process again, except I backed out of bone preparation completely, had him recheck the femoral check point and check point on the blade. Again, same result, arm would approach, but not cut, and when attempted to do again, arm wouldn't even approach. At this point, another mics was brought in to the room. Mics were swapped out, cutting assembly was put together, and we were able to successfully finish cutting the femur without incident. However, when it came time to cut tibia, once the blade reached a certain depth it would violently shake out of haptics, and a yellow warning icon would appear stating that a velocity error had occurred. This occurred multiple times. I tried readjusting the position of the robot, bringing it closer to the feet, thinking that the arm might be too extended and that the surgeon was having too much interaction with the boundaries. Moving the robot did not alleviate this issue. I also noticed that the yellow haptic lines kept appearing and disappearing, even though no one was in the way of the camera head or arrays. I used the estop to lock the arm, unlocked it, and then reset the cutter to the mics. Surgeon was able to approach, and begin cutting, but none of the green which indicated how much he had cut was being erased by the blade. We then finished the tka case manually.